Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to a hole in the pouch include, but are not limited to, manufacturing, transportation, handling at the distributor, handling during inventory storage and/or handling during unpacking. The pouch was not returned for analysis, which may have aided in the investigation. There was no nonconforming material records for this lot that could have contributed to this complaint. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for this part and lot. Based on the reported information, a conclusive cause for the hole in the pouch could not be determined, however, there does not appear to be a product quality deficiency. The product pouches are 100% inspected during the manufacturing process.

Event description:
It was reported that the versacore package had a hole in it so the device was not used. The hole was on the front of the pouch and looked like it had been sliced with something. There was no patient involvement. No additional information was provided.